Manufacturer narrative:
The reported event has been determined to be an post-placement/pre-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or the lack of osseointegration. The loss of integration or the non-integration of an endosseous dental implant is a known inherent risk of the procedure as described in this product's instructions for use.

Event description:
Mobility was reported. Primary stability and osseointegration was achieved. Bone quality at the time of implant failure was type ii. Time of loss in relation to the implantation was up to 1 yr after prosthetic restoration. It was reported sinus perforation was involved in the implant failure. Patient is a smoker and has allergies.